Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site when the discordant result was obtained. The cse obtained the filter data from the instrument, which did not show an instrument malfunction upon evaluation. The sample had also resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated calcium result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result on one patient sample.